Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported receiving low reading and an ¿out of range¿ message on the adc freestyle libre sensor. At 3:30 on (B)(6) 2020, a sensor reading of 188 mg/dl was received and the customer started to vomit and was incapable of self-treating. At 4:30 on (B)(6) 2020, the customer had contact with a healthcare provider who obtained a reading of 1100 mg/dl their meter. The customer was diagnosed with hyperglycemia and administered insulin (dose/type unknown) as treatment. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.